Manufacturer narrative:
H3: this device is unable to be located here at pss fort worth. It has been looked for in every possible spot and has unable to be found. If the device is found in the future, product analysis may be performed. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tool broken in two parts before the start of the procedure. It was reported that there was no delay and procedure was completed with backup product. No patient impact reported.